Event description:
The patient reportedly experienced redness at the implant site with a scab. The patient was treated with antibiotics orally (augmentin) as a precaution for seven days. The patient has continued to wear the headpiece without any issues. The patient continues to be monitored.